Event description:
The customer reported the display and error log indicated shock equipment malfunction.

Manufacturer narrative:
The customer reported the display and error log indicated shock equipment malfunction. The unit was evaluated at philips, and the problem was confirmed. Replacing the therapy pca resolved the issue.